Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for duodenal ulcer in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the clip would not detach from the catheter after deployment. There were no patient complications reported as a result of this event.